Manufacturer narrative:
It is unknown which allergan hernia mesh product was used; therefore strattice product was selected due to lack of information. Based on the limited information reported, including no identification of the relevant lot number, a relationship between the event and an allergan hernia mesh product cannot be determined. The device was not returned for evaluation and the lot number remains unknown; therefore internal investigation into the event could not be performed. If additional information is reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
Patient representative reports the patient was "injured and has suffered certain permanent and personal injuries including mental and physical pain and suffering; diminished mental capacity. Loss of enjoyment of life and permanent impairment to [their] whole body", and continues to have problems caused by the mesh.